Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being on steroids and inquired if insulin pump should be disconnected. Customer's blood glucose was 484 mg/dl. Customer was advised to consult with healthcare professional.